Manufacturer narrative:
Inspection: the inspection process did not find any issues of concern with both received spms.log analysis results: spm ¿ sn (B)(4); the error log recorded 14 occurrences of the soft fault error 13-1033-149 which included replication of the error upon power on in normal mode during the investigation. The error log recorded error code 351.6760.0 (syringe not calibrated) prior to each recorded soft fault error indicating the device calibration had been corrupted. Spm ¿ sn (B)(4); the error log recorded 14 occurrences of the soft fault error 13-1033-149 which included replication of the error upon power on in normal mode during the investigation. The error log recorded error code 351.6760.0 (syringe not calibrated) prior to each recorded soft fault error indicating the device calibration had been corrupted. Test results: the spms were powered on normally when received and replicated error 13-1033-149. The spms were recalibrated and the pm task performed with asm. One of the two spm (B)(4) required the linear sensor replaced prior to calibrating and testing, and after replacement was successfully calibrated. Both spms performed test infusions successfully with no unexpected errors occurring. Both spms had the software version 9.15.1.2 re-flashed and after the process powered on normally with no unexpected errors occurring. Device history review: spm ¿ sn (B)(4); manufacture date is 01/mar/2014. A review of the device history file from the date of manufacture to the present was performed and no qn or prior servicing was found recorded. Spm ¿ sn (B)(4); manufacture date is 01/mar/2014. A review of the device history file from the date of manufacture to the present was performed and no qn recorded. The only servicing recorded was the performance of the split nut recall in december of 2015.- additional comments: sn (B)(4) additional comments 2: n/a - failure mode updated per (B)(4). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode a review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted CAPA reference:(B)(4).

Event description:
The customer reported having channel error 13-1003-149 code with their syringe pumps. There is no patient involvement.